Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (+400 mg/dl). Reportedly, elevated bg's were due to the customer consuming a high carbohydrate lunch. Customer delivered a correction bolus to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.